Event description:
On 28th february, 2023 getinge became aware of an issue with one of surgical lights - hled. Based on photographic evidence the corrosion has built up on the device, the paint was peeling from the device and the keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem, d4 serial # and d4 version of model and d4 catalog # deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 28th february, 2023 getinge became aware of an issue with one of surgical lights - hled. Based on photographic evidence the corrosion has built up on the device, the paint was peeling from the device and the keypad membrane was damaged and the arm elbow covers were unsnapped with risk of falling. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - hled. Based on photographic evidence the corrosion has built up on the device, the paint was peeling from the device and the keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint peeling, rust occurrence and damaged keypad membrane with missing particles which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury. Regarding the two other issues investigated herein, there was no serious injury confirmed in the last 5 years. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate, for rust occurrence is moderate and for damaged keypad membrane with missing particles is low. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s instructions for use 01581 rev. 9, page 27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. According to subject matter expert at manufacturer¿s, the most probable root cause of the premature oxidation and paint degradation would be an incorrect operation handling before painting. The pre-treatment operation could be involved. The improper protection after rust or incompletely dry after rust process would have led to the containment and oxidization under the paint. So far, all the cases reported correspond to main arms manufactured before july 2016, hence by the supplier fengmi. The painting suppliers have changed since july 2016. The current one is huaya who has strengthened the process and parameters stability. No cases have been reported since the supplier fengmi has been replaced. Regarding the issue with damaged keypad membrane, as stated by the subject matter expert at manufacturing site, the keypad layer peeling off is a normal wear at this location. In the chapter daily inpections before use the user manual mentions to check that the keypad is in good condition (IFU 01581 rev. 9, page 22). As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. On 28th february, 2023 getinge became aware of an issue with one of surgical lights - hled. Based on photographic evidence the corrosion has built up on the device, the paint was peeling from the device and the keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury. Previous d4 serial # 12136 corrected d4 serial # 12136/60000 previous d4 version of model/d4 catalog # ard567201361 corrected d4 version of model/d4 catalog # ard567201361/ard568303905

Event description:
On 28th february, 2023 getinge became aware of an issue with one of surgical lights - hled. Based on photographic evidence the corrosion has built up on the device, the paint was peeling from the device and the keypad membrane was damaged and the arm elbow covers were unsnapped with risk of falling. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.